Manufacturer narrative:
Age at time of event: 18 years or older. (B)(4). Device evaluated by MFR: the complaint device was not returned for analysis. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical procedural factors. (B)(4).

Event description:
It was reported that balloon rupture occurred. Vascular access was obtained via the right femoral artery through a 4f non bsc sheath. The 90% stenosed target lesion was located in the moderately tortuous and moderately calcified right posterior tibial artery. After a non bsc guide wire crossed the lesion, a 2mm x 40mm x 145cm coyote es balloon catheter was advanced to the lesion. The balloon was inflated for 10 seconds however it ruptured at 10 atmospheres on the first inflation. The device was completely removed from the patient and the procedure was completed with a 2x4 non bsc balloon catheter. No patient complications were reported and the patient's status was good.